Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed on the customer provided photograph. The alleged complaint device presented with damage from the tip through the neck of the cartridge. No viscoelastic residue could be observed to be present which could have contributed to the complaint issue. The complaint issue of cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip was damaged by a large intraocular lens (iol) moving through it. Through follow up we learned that the cartridge was used in the procedure. No additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679. (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product lot number was not provided. Section d4 - lot number: unknown/ not provided, as product lot number was not provided. Section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI number: unknown, as product lot number was not provided. Section d6a - implant date: not applicable. The cartridge is not an implantable device. Section d6b - explant date: not applicable. The cartridge is not an implantable device. Section e1 - telephone number: (B)(6). Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section h3 - other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.